Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings, button error and excessive no delivery alarms. The customer's blood glucose value was 563 mg/dl. The customer treated with syringe. The customer stated that he kept the pump in his pocket and insulin leaked. The customer reported no delivery alarm which was resolved by complete set change. The customer also had a low reading of 29 mg/dl. The customer treated with strawberries. The product was not returned for analysis.